Event description:
Olympus med sys corp (omsc) was informed that during colon polypectomy, the doctor tried to stop bleeding with the subject device after resected the polyp and then the snare loop broke with spark. He immediately treated bleeding by using clips and completed the procedure. There was no report of pt injury.

Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation confirmed that the snare loop broke and the broken portion was burnt and melted. As the result of checking the mfg record of the same lot, nothing abnormal detected. Omsc assumes that the local snare loop became extremely hot since the doctor used the distal end of the snare loop for hemostasis and it caused the breakage. This report is being submitted as a med device report in an abundance of caution.